Manufacturer narrative:
The patient's age and gender have been requested but not received. Reference manufacturers reports: 2032380-2011-00129, 00130, 00131, 00132.

Event description:
It was reported that the patient underwent a shoulder arthroscopy procedure with rotator cuff repair using five magnum pi knotless implant w/inserter handles. While tensioning the suture, each of the springs malfunctioned and the anchors were removed from the site. The surgery was completed successfully and arthroscopically with an extended time delay of 40 minutes, the physician reported no patient injury or adverse effect.